Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's right brachial vein in the ICU. While the sheath was being inserted the tip rolled back. As a result, an mst kit was opened and used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the sheath tip rolled back during insertion was confirmed. The customer returned one arrow sheath/dilator assembly. Visual examination of the returned sample revealed that the dilator was returned inserted through and was protruding from the sheath tip. Microscopic examination revealed that the sheath tip edge is pushed back creating bends, folds and flaring. Microscopic examination of the dilator revealed that it was used but not damaged. The sheath measured 2.76" in length which meets specification per graphic. The tip inside diameter (ID) could not be accurately measured due to the tip damage. The returned dilator measured 4.15" in length with an outside diameter of 0.845" and has a green hub. The returned dilator does not meet the specification of the dilator packaged in the reported kit.. The customer did not report using a different dilator. The device history record review did not reveal any manufacturing related issues. The returned dilator was not part of the sheath / dilator assembly packaged in the reported kit and the function of it when used with the sheath from this kit is unknown. Therefore, this is an incomplete sample and the probable cause cannot be determined. No further action will be taken.